Event description:
It was reported that the patients right atrial (ra) lead exhibited high impedance and was not capturing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: d274trk, bi-v ICD; implant: (B)(6) 2010. (B)(4).